Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had site issue. The customer¿s blood glucose level was 484 mg/dl at the time of incident. The insulin pump was on auto mode at the time of incident. When customer was putting the tape on, he messed up, it came out and had too much blood and didn't work. Customer reports that they received medical treatment as a result of the site issue. The insulin pump and sensor will not be returned for analysis.